Manufacturer narrative:
No functional testing was performed. A philips remote application specialist (ras) spoke with the customer biomedical engineer (biomed) and indicated that additional information was needed in order to determine the cause. The customer declined additional support and the issue is not confirmed. The philips complaint investigator contacted a philips clinical specialist (cs) for further evaluation of the report. The cs verified that additional information is needed to determine which inop or alarm should have been triggered. If the transducer was disconnected from the cable, the cyan inop is expected as it indicates that the pressure transducer is not connected to the measurement device or module. The pressure disconnect is a red level alarm that occurs when the pressure is non-pulsatile and the mean pressure is continuously less than 10 mmhg. This only occurs for arterial pressures with the label p, abp, art, ao, bap, fap, lfp, rfp, pap, uap, p1, p2, p3, p4, pa1, pa2, pa3, or pa4. If the cable was disconnected from the transducer, the <press> no transducer is the alarm that would occur. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the device incorrectly alarmed. A no transducer inop played instead of the expected pressure disconnect red alarm when a patient removed the right radial arterial line. The device was in use on a patient at the time of the event. There was no adverse event reported.